Event description:
It was reported that the surgeon could not combine the triathlon femoral peg with the triathlon ps fem component. Another peg was implanted instead. No adverse consequences reported.

Manufacturer narrative:
Investigation in progress. No additional information available.